Event description:
It was reported that it became unable to measure cco during use. There were no patient complications reported.

Manufacturer narrative:
Customer report was not confirmed. However, leakage was detected from what appeared to be puncture point at 9.8 inch mark which reaches distal and inflation lumen. Catheter body was also appeared to be kinked at 5.1 inch area. Other through lumens were patent without any leakage. Contamination shield was returned. There was no visible inconsistencies observed on eeprom data. Thermistor and thermal filament circuit were continuous. There were no error message observed on vigilance ii monitors. This event was determined to be reportable following edward's standard procedures. Slits in the side of catheters may be undetected or may result in a small amount of blood leakage through the thermistor port due to the low pressure in this lumen. The blood loss is minimal, but the catheter will need to be exchanged. The exception to this would be catheter slits that communicate with the inflation lumen, which have the potential to introduce air into the vasculature during balloon inflation.